Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the application was failed to launch. A technical support specialist logged into the station and reviewed the event viewer logs, identifying recurring entries under kernel-general (event ID 16). Additionally, tss observed that the dump files were extremely large. After deleting files from just three days, tss was able to free up approximately 15 gb of space. Although the station functioned properly after a reimage, the issue reoccurred after some time. A field service engineer waited for technical support specialist to respond by restoring the database and clearing dump files. Battery and docking board were replaced for the station. Technical support specialist took control of the station and completed a resynchronization. Customer successfully logged in and resumed usage. The system functioned as intended after the technical support specialist and field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medapp was not launching, power off and on it launch the bluescreen asking for password the customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, medapp was not launching, power off and on it launch the bluescreen asking for password the customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.